Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that during an afib procedure, the case was aborted due to a pericardial effusion. The cas stated that there was no baseline effusion visualized at the start of the procedure. The decanav catheter was in the coronary sinus, the octaray catheter was in the high right atrium and the inquiry catheter was in the right atrium. An ep study was performed, then was aborted when the patient went into atrial fibrillation. The octaray was removed, and the physician went transeptal using the faradrive sheath and the versacross dilator with the rf wire. The cas mentioned that the patient had abnormal anatomy including a compressed right and left atrium and a thick upper limbus of the interatrial septum. After the rf wire crossed the septum, the soundstar was manipulated to see the wire and a large effusion was visualized. The physician performed a pericardiocentesis using a cell saver. The effusion reduced initially then increased rapidly in size. The patient was sent to surgery where a perforation was found in the left atrial appendage. The appendage was clipped and the patient was stable at the time of the call. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).